Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent complete interslim removal on (B)(6) 2015 by dr. (B)(6), d.o. Due to urinary urgency, frequency, incomplete bladder emptying secondary bladder atony. (B)(4)

Event description:
Details: it was reported that the patient underwent complete interslim removal on (B)(6) 2015 by dr. (B)(6), d.o. Due to urinary urgency, frequency, incomplete bladder emptying secondary bladder atony.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent bilateral interstim peripheral neural evaluation (pne) on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to urinary urgency, incomplete bladder emptying, sui. It was reported that patient underwent complete interstim implant, intra-operative programming of interstim on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to urinary urgency, incomplete bladder emptying, sui.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.